Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins failed well before the expiration of nine years. The patient was told the ins had a nine year device life. The patient suffered damages due to the ins was defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting two weeks after implant, the device would not accept a charge. The 3 hour/daily charge time resulted in no change in battery level. The device was explanted in approximately (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting the company representative was unable to correct the charging problem. The patient experienced internal pain from the device. The indication for use included chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.